Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failure alarm. The blood glucose level was 8.4 mg/dl. The customer reported that she had pump error twice and she changed the battery but nothing helped. The troubleshooting was performed and customer was advised pump have to be replaced. The pump being returned for analysis.

Manufacturer narrative:
Pump error alarm (variableinfo=3) confirmed in the insulin pump history due broken trace on keypad assembly.